Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that oversensing occurred on the atrial channel. The oversensing was preceded by premature ventricular contractions. Programming changes were recommended. No adverse consequences to the pt were reported. The device remains implanted.